Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no sign of hardware failure or loosening. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00164 and 0001822565-2018-05198. Concomitant medical devices: articular surface use with plate 3,4 size yellow/c-h 10 mm height catalog#: 00595203010 lot#: 63548915, tibial component stemmed precoat catalog#: 00598003701 lot#: 63549866, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 63550382, palacos bone cement catalog#: 66022663 lot#: 85634563. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient was revised due to instability.